Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6945-65 lead, implanted: (B)(6) 2000; 6940-52 lead, implanted: (B)(6) 2000. (B)(4). Evaluation summary: upon analysis, no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the patient experienced diaphragmatic stimulation in all vectors. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.